Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, sensor glucose vs. Blood glucose, pump error 4, pump error 53, blank display, no communication pump to the transmitter, the pump went blank, medtronic logo and blank screen and insulin delivery was not suspended due to sensor glucose vs blood glucose difference. The customer reported hyperglycemia, hypoglycemia treated with an insulin pump (subcutaneous insulin infusion), no treatment. Troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-396a, mmt-1884, mmt-7841zn, mmt-7040a, mmt-332a. The customer reported a loss of communication between the transmitter and the pump. The confirmed transmitter serial number is programmed in the manage devices screen. Pump in the process of making multiple attempts to re-establish communication with the transmitter. The customer reported a blank display. The display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. The customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced and the pump passed self test. The customer was not using the quick bolus speed feature on an impacted pump. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting no further patient complications were reported. The customer will discontinue to use the device, mmt-7040a was requested and the customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-396a. The customer will discontinue to use the device, mmt-1884 was requested and the customer response was the device will be returned. The customer will continue to use the device, no product return is required for mmt-7841zn. The customer will continue to use the device, no product return is required for mmt-7040a. The customer will continue to use the device, no product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump booted up properly once installing aa the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. No device not found alarm was noted. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 53 alarm (file #: 171, line #: 472, esf#: 4665808) on the event date of 06-jul-2024 at 17:26:35.000. Pump alarmed a pump error 4 alarm on the event date of 06-jul-2024 at 17:26:35.000. Pump alarmed a low battery alert on (B)(6)2024 09:10:00.000 and was unexpected. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, battery cap contact damaged, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and keypad overlay texture damage. Unable to verify customer's complaint for high bg's and low bg's. Pump error 53 alarm was confirmed in the pump history files and traces due to a software anomaly. Pump error 4 was confirmed in the pump history files and traces as a consequence of pump error 53. High sleep current measurement was confirmed during testing due to moisture damage on the electronic assembly. Blank display, flashing medtronic logo, and no com pump to xmtr were not confirmed during testing. Battery cap contact damaged was confirmed during visual inspection. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.